Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 160 mg/dl, 270 mg/dl and sensor glucose value was 44 mg/dl. Insulin delivery was suspended due to sensor glucose and blood glucose. Sensor value that triggered the suspend event was 44 mg/dl. Suspend on low limit in sensor settings was 80 mg/dl. Blood glucose value associated with the triggered suspend event was 160 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer did not receive a sensor updating alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor aler. The sensor will be returned for analysis.